Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a left total hip revision due to instability. On (B)(6) 2013, the sales rep indicated that the replacement devices used were a constrained liner and a +3, 22mm head.

Manufacturer narrative:
An event regarding instability involving a trident x3 eccentric 0° 36mm ID was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was a left total hip revision due to instability. On (B)(6) 2013, the sales rep indicated that the replacement devices used were a constrained liner and a +3, 22mm head.